Manufacturer narrative:
(B)(4).

Event description:
The physician reported that it was observed that on office visit on (B)(6) 2016 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2015. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2015 was within normal limits. The device was interrogated prior to the patient leaving the office on (B)(6) 2015 as recommended by device manufacture; therefore, the settings were not changed by this final diagnostics test. The physician¿s office indicated that the patient was seen by the office on (B)(6) 2015 and that when performing diagnostics the patient began moving and was not cooperative and would not allow a final interrogation to check the device settings. Review of the physician¿s programming system identified that a faulted system diagnostics occurred on (B)(6) 2015 which caused the change in device settings. No patient adverse events were reported.